Event description:
A malfunction alarm, specifically code malf 12, was reported, but no significant adverse events occurred beforehand. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. Customer was instructed to continue using the pump and to report if any further issues arise.